Event description:
It was reported that the insulin pump was cracked. It was also stated that the customer was in the hospital due to a kidney infection. The customer was also experiencing high blood glucose levels of 500 mg/dl. The customer was not available for troubleshooting at the time of the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.